Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6mm longitudinal tear at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination revealed the distal tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 99% stenosed and de novo target lesion was located in the mildly calcified and moderately tortuous left circumflex (lcx) artery. The 1.50mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation, however, the device was unable to cross the lesion despite several attempts of push and pull made by the physician. The procedure was not completed and the patient was placed on aggressive medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.